Event description:
It was reported that the patient has a crack on the battery and received excessive no delivery alarms during manual prime on her insulin pump. She is complaining that the batteries last about 24 hours and the screen does not show at times. Patient's blood glucose level at the time was 126 mg/dl. The meter is not reading the insulin pump and has to enter her blood glucose manually. Advised the patient to discontinue use of the insulin pump and to revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected excessive no delivery or battery alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.